Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it logging alarms indicating higher peep (positive end expiratory pressure) than set and very low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator had logged alarms indicating higher peep (positive end expiratory pressure) than set and very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.